Event description:
The reporter contacted animas on (B)(6) 2012 stating the down arrow keypad button was unresponsive. The reporter denied trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: during the product analysis investigation the contrast, up, and down buttons were found to be intermittently unresponsive. The keypad was found to be torn. The keypad cover was removed and contamination was discovered under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.